Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction. Correction: the previous report was inadvertently sent to report this event was a duplicate, when in fact two separate events took place. (B)(6). Is related to (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective connector. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation was not able to confirm the customer¿s reported issue. However, the evaluation found the following reportable malfunction: gas leak from the (k) connector. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported that during pre-use inspection, ¿the meter does not decrease even if you vent the gas¿ on the high flow insufflation unit. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch patient identifier c23404886. Refer to this file for supplemental information related to this event.